Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed. The customer rebooted the device and attempted to recover; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer found that main drawer 5 was not sensing when closed, replaced the open and close sensor, restoring proper drawer functionality, verified operation by having the user log in and confirm that the drawer was working correctly. The system functioned as intended after the field service engineer repaired the device.